Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for dystonia. It was reported that the patient was recharging too often, in that they are now charging every day instead of every two days. The patient has not had any recent changes in programming. It was reported that the patient had recently gained a little bit of weight, but not enough to have an impact on battery longevity. It was reported that the patient gets a call your doctor icon message in the same time frame as the recharging. This issues were reported to have begun 2 weeks prior. It was reported that there was a 375 error. The patient was sent a new antenna. No complications reported.